Event description:
The valve was returned to the MFR from the distributor in seoul, korea on 08/2001. The report given was "no drain after implantation diamond valve and pc01 without p01". The valve was returned with 4 other valves that were also reported "no drain".